Event description:
The advocate stated her daughter received a blood glucose reading over 600mg/dl on the contour next link. She was taken to the ER and the lab result was 47mg/dl. She was given fluids to raise her glucose. She was released from the hospital after approximately 6 hours. Advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.

Manufacturer narrative:
The strips were returned and evaluated. One control result was 720mg/dl high out of spec., and an average of 500mg/dl high out of spec with blood. The retention strips gave satisfactory performance.